Event description:
Additional information was received from a healthcare provider (hcp) indicated there was no growth in the 48 hour cerebrospinal fluid (csf) culture. The administered intravenous antibiotics were switched to oral antibiotics. No further diagnostic testing was performed in relation to the csf culture. The diagnosis was determined to be aseptic meningitis. The source of the infection was not determined. The complete system removal was the only required intervention in relation to the infection. The infection was stated to have resolved after antibiotics were administered. The cause of the swelling around the pump was due to the confirmed csf leak. A epidural blood patch was required to repair the csf leak. The swelling resolved within 6 weeks.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving infumorph (10 mg/ml) at 3.002mg/day via an implantable pump; the lot number of the infumorph was unknown. Indications for use included spinal pain. Medical history and concomitant medications were unable to be obtained. On (B)(6) 2015, it was reported that the patient had an infection. The onset of the symptoms was sudden and the patient was in the hospital that day due to fever and swelling around the pump; it was thought that the patient might be leaking cerebrospinal fluid (csf). A csf sample (obtained from a lumbar puncture) was collected on (B)(6) 2015. On (B)(6) 2015, final gram stain results of the csf sample was negative for organisms seen, but many polymorphonucleocytes (pmns) [> 25/low-powered field (lpf)] was observed. Blood cultures were also obtained, and no growth was detected. No allegation was made against the implanted system or therapy with regard to the reported symptoms (see manufacturer's report number 3004209178-2015-16780 regarding system explant due to recovered motor stall). As of (B)(6) 2015, it was unknown what the cause of the infection and possible csf leak was, it was still pending, as no bacteria had grown on the csf culture. Additional information has been requested regarding the csf culture results, actions/interventions related to the csf culture results, source of the infection, actions/interventions related to the infection, resolution of the infection, cause of the swelling around the pump, actions/interventions related to the swelling, and resolution of the swelling. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient's pertinent medical history included fibromyalgia and chronic neck/back pain. Concomitant medications are vicodin and extended-release morphine. On (B)(6) 2015, the patient started having severe headaches, neck stiffness, and back pain. Prior to the system replacement on (B)(6) 2015, the patient presented to the emergency room (ER) on two consecutive days due to back pain. It was noted that patient was in a mild amount of discomfort (moaning and writhing about on the bed.) The patient was given dilaudid intravenous 3mg. The patient was admitted for observation under the pain specialty. When evaluated again it was noted that the patient possibly had meningitis. The basic lab tests were normal. A stat lumbar puncture showed their initial cell count showed a white count of greater than 5000, mostly neutrophils. The patient was afebrile and had low blood pressure of 88/50. The patient was taken to the operating room for a complete removal of the device system, and was transferred to the intensive care unit (ICU) for further management. It was noted that the patient was moved to the medical floor and was in severe distress secondary to a headache. The patient had positive meningitis signs, as difficult to bend neck due to neck stiffness. No focal deficits. The pump and catheter was removed, there was serosanguineous drainage in the back area. It was noted that this was probably cerebrospinal fluid (csf) which was normal once the catheter was removed. The patient did have some serosanguineous fluid in the pump pocket. It was noted that the patient would be starting antibiotics and dexamethasone. If additional information regarding the patient outcome is received this report will be updated.